Manufacturer narrative:
DHR - no anomaly was found that could lead to the reported condition. Based on the documentation review, the fg met all product specifications. DHR review confirmed that expiration date of product was december 31, 2017. According to the information provided in the complaint, device was used on (B)(6) 2018 after product expiration date. Failure analysis - failure analysis is not possible because complaint unit will not be returned for evaluation. A complaint review board (crb) meeting was held and complaint was discussed. Based on complaint information provided and documentation review, product was used expired, and integra does not guarantee the physical properties of the product beyond its expiration date. Based on that it was determined that retain sample evaluation was not required. Even though, visual inspection was performed to the retain samples and confirmed no anomalies within the packaging, sealing or color of the product. Root cause - based on investigation and complaint information provided, we are able to determine root cause for this event is expired product used by the customer.

Event description:
On (B)(6) 2017 the doctor indicated that a sinus lift (right side) was performed with copios filling. On (B)(6) 2018 two implants were placed on tooth location 16 and 17. On (B)(6) 2018 patient came to the medical office for a checkup and patient had infection, suppuration, pain and bone loss. Antibiotic therapy was done.

Manufacturer narrative:
UDI number: (B)(4). Additional information - for the surgery of (B)(6) 2018 no biomend extend membrane were used. DHR - no anomaly was found that could lead to the reported condition. Failure analysis is not possible because complaint unit will not be returned for evaluation. Event was discussed as to have been used after product¿s shelf-life was completed. Nonetheless, visual inspection was performed to the retain samples and confirmed that there were no anomalies in the packaging, sealing or product appearance. No further evaluation is possible since product is already expired since december 2017. Root cause - the complaint cannot be confirmed since product is not available and no anomaly was visually observed from retain samples evaluation. Based on the events and timeline above described, it is not likely that the infection observed on (B)(6) 2018 is related to the biomend extend product used on (B)(6) 2017.